Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. With any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported noticing a big difference between her blood glucose values versus the sensor glucose values. Customer stated that her sensor read 170 mg/dl while her blood glucose reading was 250 mg/dl. Customer also mentioned that she was alerted of experiencing a high blood glucose reading. Customer declined troubleshooting. No further information reported.